Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm, vticm5_13.2, -12.0/1.00/93 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault and elevated iop (without pupil block and angle closure). This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the lens surface. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: previously stated, "visual inspection found the haptic torn." Corrected statement: "visual inspection found the haptics bent." Claim# (B)(4).